Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker system with this right atrial (ra) lead exhibited many inappropriate atrial tachy response (atr) episodes. Technical services (ts) advised inappropriate atr episodes were stored due to oversensing of noise. In addition, ts provided there had been an alert of ra out of range pacing impedance measurements. Additional information from the field representative provided pacing impedance measurements were both high and low out of range. Ts suggested troubleshooting options. The patient has been scheduled for a revision procedure. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker system with this right atrial (ra) lead exhibited many inappropriate atrial tachy response (atr) episodes. Technical services (ts) advised inappropriate atr episodes were stored due to oversensing of noise. In addition, ts provided there had been an alert of ra out of range pacing impedance measurements. Additional information from the field representative provided pacing impedance measurements were both high and low out of range. Ts suggested troubleshooting options. The patient has been scheduled for a revision procedure. Additional information provided this ra lead was surgically abandoned. The field representative reported this ra lead was fractured. Another lead was implanted to complete this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.